Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported 2 months ago, she received a "replace sensor" message on the adc freestyle libre sensor. Customer further reported she experienced headaches and self-treated with humalog insulin and then had contact with a healthcare professional. The customer was diagnosed with hyperglycemia and treated with humalog insulin. No additional treatment was reported. There was no report of death or permanent injury associated with this event